Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had setting adjustments made by the manufacturer representative (rep) and the controller was dropped and the patient was afraid that the controller was not going to turn back on again. A second call from the consumer indicated the patient felt that their bladder is full, but when they attempt to void they push and nothing. Another call indicated that the patient has to push when cathing and the patient has not voided on their own. The patient reportedly feels pain that comes and goes and was changed to program 3 at 5.5 the day prior to the call. The caller was advised that if the patient feels pain stimulation can be decreased for comfort. A follow-up call with the patient determined that the patient had pain and decreased stimulation to 0.5 for comfort. The caller indicated the patient did not feel stimulation at the time of the call, but was assisted with increasing stimulation to 2 where the patient felt comfortable. The patient called a final time and reported that they changed from program 3 to program 2 and set to 5 and was feeling stimulation up until a few days ago and then the patient stopped feeling stimulation. The caller indicated that the "battery life is low," but it was not specified if it was the controller battery or the ens battery. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.